Event description:
During an aorta-thoracic bifemoral bypass, breaking of the bulldog extremity of the tunneler, with fall intra-peritoneal of the bulldog extremity and of the vascular tunneler sheath in single-use ((B)(4)). Consequence was additional surgical intervention to retrieve the device (coelioscopy). As reported.

Manufacturer narrative:
Complaint device was returned and evaluated. Our inspection found this (B)(4) device is 13 plus years old and that the bulldog clip was broken from too much side pressure. No defects in materials or workmanship was found and the device is outside our 10 year warranty coverage period.